Event description:
It was reported that the screen was fuzzy when the programmer was turned on. Changing the screen position would clear up the display temporarily. Interrogation of an implantable pulse generator before implant was also unsuccessful, and unrecognizable model numbers were displayed. Another programmer was used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): analysis found that the display cut-out when moved and the display dropped. The programmer also had a noisy fan. Analysis could not confirm the error when interrogating an implantable pulse generator.